Event description:
Information received by medtronic indicated that the insulin pump had crack at battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the battery tube and retainer ring safety notice on 10/11/2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), broken battery tube threads, stained keypad overlay, missing serial number label, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted.